Manufacturer narrative:
H3: product analysis # product ID:5330008, lot # cn17g003, visual and optical inspection confirmed the laser weld on one side of the handle has broken. The damage appears to be from overload placed on the instrument during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a device used for spinal therapy. It was reported that the inserter experienced instrument breakage when the inserter broke and the pins in the inserters were backing out. The loose piece was identified before use, and no patient was involved. No patient complications have been reported as a result of this event. Additional information was received from the manufacturer representative that for the first inserter also, the pin was backing out making grip handle loose.